Event description:
It was reported that the right ventricular lead was fractured and had high pacing impedance. It was also reported that the right atrial lead had poor sensing and elevated capture threshold. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; full analysis could not be completed due to pending litigation. The distal conductor was distorted due to over-rotation. Visual analysis noted apparent explant damage.